Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient came in for a refill and the expected residual volume (erv) was 14.9 milliliters (ml) and the actual residual volume (arv) was 3 ml. Then it was noted they could only fill the pump with approximately 30 ml instead of the 40 ml they were expecting to fill it with. It was thought that there was 10 ml of the old morphine left in the pump that was mixed with the 30 ml of the new morphine. Several troubleshooting options were discussed. Additional information received reported that the patient was evaluated in the clinic on (B)(6) 2013 for a reservoir volume check. The hcp was expecting to aspirate approximately 30 ml; was able to ¿easily¿ aspirate 3 to 4 ml, but then aspiration became difficult and the hcp was only able to aspirate approximately 10ml, then the hcp stopped. It was noted that during the patient¿s last refill on (B)(6) 2013, the erv was 11.6 ml and the arv was 12.5 ml. During the refill on (B)(6) 2012, the erv was 13 ml and the arv was 15.1 ml. The patient reported not feeling well and feeling dizzy since (B)(6). It was noted that the patient had been on the same dose of morphine for ¿years¿ and the patient was also taking oral breakthrough medication, thus it was questioned if the patient was building up a tolerance to the medication. The patient also noted after their last refill in (B)(6), he felt flu-like symptoms for 1 or 2 days, which he also attributed to possibly getting sick. The next low reservoir alarm date was (B)(6) 2013, but the hcp discussed bringing the patient back in (B)(6) to confirm volumes and refill. Additional troubleshooting options were discussed, and it was noted the patient would continue to be monitored. The pump system was being used to deliver infumorph. Additional information has been requested, but was not available as of the date of this report.